Manufacturer narrative:
Follow-up # 1 ¿ (6/15/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 5/20/2013 and 6/4/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results compared to another meter. The reporter alleged obtaining readings of "60 something mg/dl" on the subject meter and "229 mg/dl" on an ems onetouch ultramini meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.